Event description:
It was reported that the right ventricular (rv) lead was intermittently double counting the atrial intrinsic p-wave. An interrogation found high short interval counts (sic). Inhibited pacing was noted. A lead replacement was attempted during device replacement for elective replacement indicator (eri), but the superior vena cava (svc) was occluded so the lead was left in place. The lead remains in use with elevated sic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). 17124 of 22965 lifetime ventricular short interval counts (v-sic) occur since (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154atg implantable cardioverter defibrillator 2006-(B)(4), 506852 implantable pacing lead 2000-(B)(6), (B)(4).